Event description:
Reportable based on the device analysis completed on 25jun2025. It was reported that balloon failure to inflate occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon could not be inflated. The balloon was partially expanded. The procedure was completed with another of the same device. No patient complications reported. However, the device analysis revealed pinhole and blade segment missing.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no kinks or damages on the hypotube shaft profile and shaft polymer extrusion. There were no issues identified during a microscopic examination of the extrusion shaft. A microscopic examination of the blades identified two blade segments were missing approximately 1mm of blade each at the distal and proximal consecutively. A detailed microscopic examination of the balloon material identified a pinhole in the distal transition zone in the balloon. A microscopic examination of the tip section found no damage. The device was attached to a pretested encore inflation device, druck gauge. During an attempt to inflate the balloon liquid leaked out through the pinhole site in the distal transition zone, in the balloon. No other damage was identified with the device.